Event description:
Procedure type: laparotomy. According to the reporter: post hernia repair, the surgeon had conducted a laparotomy (for purposes unrelated to the initial hernia repair) and the mesh was 100% covered with adhesions. Proper guidelines were followed during implantation of the mesh and there were no other issues with the patient.

Manufacturer narrative:
(B) (4). (B) (4).